Event description:
The customer stated the accu-chek comfort curve strip expiration date is 04/2008. The electronic inventory system expiration date for the strips is 12/31/2007. Batch record verification also confirmed the expiration date as 12/31/2007. No reported actions taken. No adverse event reported. New strips sent and return requested. The customer states that she has discarded the accu-chek comfort curve strips.